Event description:
It was reported that a spectrum pump displayed a blank screen during testing at the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'blank screen' could not be reproduced during evaluation. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.